Manufacturer narrative:
Product return updated. The complaint was not confirmed as the product was not received for evaluation. Device not returned to manufacturer for investigation.

Event description:
It was reported that at the user facility, the core micro drill was missing the holding pin. No adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that at the user facility, the core micro drill was missing the holding pin. No adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.